Event description:
It was reported that the patient presented at the clinic for a right ventricular (rv) lead revision due to noise oversensing and pacing inhibition. The rv lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise oversensing was confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found the cause of the reported event to be an external insulation abrasion consistent with friction to the device can.